Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an untreated episode was recorded in the subcutaneous implantable cardioverter defibrillator (s-ICD) for a change in morphology which appears to be caused by a conduction of supraventricular arrhythmia with aberrancy. The signals were smaller in rwave amplitude around 0.55 mv and wide, which led to the device double counting them. The physician opted to perform a revision procedure where the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.